Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00326 & 1058196-2010-00327. Additional information will be submitted within 30 days upon receipt.

Event description:
A 45x28 enterprise was loaded in a prowler select plus (select plus 150/5 cm 90 shape) with no event. Then after 10-15 cm push, an extreme resistance was felt. It could not be pushed more and the doctor tried to pull back, it is stuck and broken.

Manufacturer narrative:
One non sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire was inserted in the introducer tube at the distal section. The distal section presented a kinked condition at 9.1cm from distal end. A fracture/separation condition was noted at the distal section, the separated section of the unit was not returned for analysis. The stent was not received. The part of the delivery wire received was introduced in a lab sample microcatheter and was able to go through of it without any resistance or friction. The delivery wire was inspected under a microscope and the fracture was confirmed, moreover, a foreign material was observed over the coil tip surface; the unit was sent to sem/x-ray analysis in order to determine the root cause of the fracture and of the foreign material. Results showed that the core wire presented evidence of smearing and ductile dimples as well as twisting characteristics. Reverse bending and/or pulling paired with torsion/twisting motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. The light colored deposited material was composed of carbon, oxygen, zinc, calcium, potassium, phosphorus sodium, silver, tin and chlorine. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417054. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as ''delivery wire-impeded-in microcatheter'' was not confirmed since during functional analysis no anomalies were found. The reported failure by the customer as ''delivery wire-separated'' was confirmed owing to condition of received unit. The exact cause of the separation could not be conclusively determined; however, according to sem analysis results it does not appears to be manufacture related. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product nor sem analysis suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00326 & 1058196-2010-00327. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00326 & 1058196-2010-00327. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a 4.5x28 enterprise was loaded in a prowler select plus with no event. Then after 10-15 cm push, an extreme resistance was felt. It could not be pushed more and with attempt to pull back, the enterprise system was stuck and it broke. No further information has been provided in response to investigational efforts. The delivery wire of the returned enterprise system was confirmed to be separated. One non sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire was inserted in the introducer tube at the distal section. The distal section presented a kinked condition at 9.1cm from distal end. A fracture/separation condition was noted at the distal section, the separated section of the unit was not returned for analysis. The separation point is near to the proximal end of the proximal marker of delivery wire. The stent was not received. The part of the delivery wire received was introduced in a lab sample microcatheter and was able to go through it without any resistance or friction. The delivery wire was inspected under a microscope and the fracture was confirmed. A foreign material was observed over the coil tip surface; the unit was sent to sem/x-ray analysis in order to determine the root cause of the fracture and of the foreign material. Results showed that the core wire presented evidence of smearing and ductile dimples as well as twisting characteristics. Reverse bending and/or pulling paired with torsion/twisting motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. The light colored deposited material was composed of carbon, oxygen, zinc, calcium, potassium, phosphorus sodium, silver, tin and chlorine. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01417054. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Functional testing of the enterprise vrd system in its entirety could not be confirmed; however, obstruction of the returned microcatheter was confirmed and was due to ptfe damage. The root cause of this damage could not be conclusively determined. There was no resistance with the returned section of the delivery wire. The separation of the delivery was confirmed. Based on the sem results, there is no indication that it is manufacturing related. Although the exact cause of the separation could not be definitively determined, reverse bending and/or pulling paired with torsion/twisting motion could be related to the surface characteristics found with analysis. It was reported that the separation occurred after withdrawal in the presence of resistance. The instructions for use warns that if resistance is met during manipulation, determine the cause of resistance before proceeding and to not apply undue force if any resistance is encountered. Procedural factors and interaction with the concomitant device may have contributed to the reported event. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product nor sem analysis suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00326 & 1058196-2010-00327.